Event description:
"During placement of the smart flex stent , after 1.5 cm deployment further deployment was impossible. The system stocked and high forces were used to try it, finally it resulted in a full dislodgement of the outer catheter from the tuohy borst adapter." Analysis of one of the stents, the 5x200 vas, 120cm smart flex revealed it was partially deployed. However it was not noted during the procedure. "It was speculated that during retrieving the device it was followed by fluoroscopy and the valve on the tuohy ¿borst adapter was locked?"

Manufacturer narrative:
(B)(4). After deploying the first 1.5 cm of a smart flex stent further deployment was impossible. High forces were used to try to complete the deployment; however, it resulted in a full dislodgement of the outer catheter from the tuohy borst adapter. Analysis of one of the 5x200 vas, 120cm smart flex revealed it was partially deployed; however, it was not noted during the procedure. There was no reported patient injury. A non-sterile unit of smart flex was received inside of a plastic bag. Three kink conditions were observed at 10cm, 15.5 cm, and 25 cm from distal tip. Two kink conditions were observed at 17cm and 20 cm from proximal section, the stent was received partially deployment, functional test cannot be performed due to damages observed on outer sheath (separated). Smart flex was inspected under vision system and outer sheath was observed separated from valve. A sem analysis was required in order to determine the cause of the separated and the results showed that the proximal section of the outer member presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. No other anomalies were found during sem analysis. Lot number was not provide, DHR history record could not be performed. The failure reported by the customer as ¿stent delivery system (sds)/ deployment difficulty-unable¿ could not be correctly evaluated due to stent was received partially deployment and functional test cannot be performed due to outer sheath/ separated. The failure reported by the customer as ¿outer sheath/ separated¿ was confirmed due to outer sheath was received separated of the valve. According to event description, high forces were used therefore procedural factors may have contributed to the outer sheath separated, kink conditions observed and stent partially deployment. A sem analysis was required in order to determine the cause of the separated and the results showed that the proximal section of the outer member presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Therefore the failure reported could not be related to the manufacturing process; according to analysis no corrective actions will be taken at this time. Please note that this is an initial/final report.